Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer took the pump out of their pocket and found that the pump touch screen was shattered and non-functional due to a black screen. Customer's blood glucose was 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.